Event description:
It was reported that (1) hp052 was used during a lap bt colectomy procedure. It was reported by the rep that during the case, the harmonic scalpel lcsc5 stopped working. The handpiece was swapped and the case continued. The case was completed without any more problems. There was no consequence to the pt.